Event description:
It was reported that the tip of the driver broke off in the baseplate and could not be removed from the baseplate. The surgeon decided to remove the baseplate because the glenosphere would not engage. A new baseplate was implanted in the patient. This caused a 15 minute delay. No patient complications were reported.

Manufacturer narrative:
Correction h6 component: the reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the visual inspection of the received device shows signs of the application of significant amount of mechanical force on the instrument resulting in breakage of the tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿from a functional perspective, an inspection must be carried out prior to use to check for any burrs or debris that could damage tissue or personal protective equipment. Furthermore, the integrity of cutting tools and rotating tools must be verified. Any device deemed to be dull or non-functional in any manner should be returned to tornier for maintenance or exchange.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of excessive torque resulting in mechanical stress at the tip of the instrument. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the tip of the driver broke off in the baseplate and could not be removed from the baseplate. The surgeon decided to remove the baseplate because the glenosphere would not engage. A new baseplate was implanted in the patient. This caused a 15 minute delay. No patient complications were reported.

Manufacturer narrative:
Upon completion of the investigation. If additional information becomes available, it will be provided on a supplemental report.